Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instrument did not function as per specification - the impactor would not screw back onto pinnacle cup when surgeon wanted to attach impactor handle to re-position cup. On examination of threads on distal tip of impactor during case it was noted that one of the threads looked slightly 'flatter' / rounded off. Able to source another pinnacle cup impactor immediately and therefore no delay in procedure/adverse patient outcome.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: the instrument associated with this report was not returned. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.